Manufacturer narrative:
This supplemental MDR is being submitted to add an additional lot number (lot: 07501025) that was not included in the initial MDR [3014312726-2026-00009]. Upon further review, an additional affected lot number was identified and is being provided in this supplemental report.

Manufacturer narrative:
Based on the investigation, no deviations were observed in the device history record, archived sample analysis, or performance testing of the henry schein safety needle 25g*1'' (ref: 570-2703, lot: 07504017). All tested samples met specifications, and the device functioned as intended during simulated clinical use. No product-related nonconformities were identified. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number.

Event description:
Customer reports that they had a recent needlestick injury. They are unable to determine which of these lots caused the needlestick injury as these lots were in the bin the needle was stocked in and the packaging was not saved when it was being used.